Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation on (B)(6) 2021, mentor then conducted a visual inspection and microscopic examination of the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Visual analysis of the returned sample determined that three tears (a, b, and c) were found on the anterior aspect of the sm hps dv 500cc breast implant, measuring approximately 4.0 cm, 0.8 cm, and 0.5 cm respectively. Microscopic examination was performed on the edges of the three ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 500cc saline mentor smooth round high profile breast implants and experienced capsular contracture on the left side and bilateral deflation postoperatively. As a result, the patient underwent device removal and replacement with 630cc saline mentor smooth round high profile breast implants, catalog number 3503630, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021. This medwatch is for the right side.